Event description:
Technical services received a call on (B)(6) 2011. Caller stated, that this ra lead may be explanted, due to infection. The physician is dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).